Event description:
Went to (B)(6) on (B)(6) 2013 to get medlite c6 laser on cheek areas only for mild/moderate acne scars. Immediately after starting, had a severe reaction, bleeding, blistering, swelling, several open wounds to the face. I didn't know the medlite laser would do this?